Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® bivona® custom 8.0 tts¿ tracheostomy tube had a small hole in the cuff. The hole was noticed after the ventilator alarmed during the night. The event occurred at the patient's home. No injury was reported.

Manufacturer narrative:
One used portex® bivona® custom 8.0mm tracheostomy tube was returned for investigation. Functional testing was performed, and the cuff was unable to fully inflate and immediately deflated as air escaped from a small hole in the cuff. Upon visual inspection of the cuff, it was noted that there are tiny scratches next to the small hole on the cuff, perhaps caused by the device coming into contact with something sharp externally or potentially from hard cartilage internal to the patient. A review of the device history record was performed and no abnormalities were found. A root cause was unable to be determined. The complaint was confirmed.